Manufacturer narrative:
Although requested, the affected devices have not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over-infusion/free flow. The event occurred within the last month. There's no report of patient harm.

Manufacturer narrative:
Additional/updated information.

Event description:
The customer reported an over-infusion/free flow occurred, and the drip count was higher than it should have been.